Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic and inaccurately high compared to feelings/normal. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on "(B)(6) 2016 04:06pm. The patient reported inaccurate erratic results of "413, 176 and 79 mg/dl" on the subject device, preformed within 20 minutes of each other. He also reported an alleged inaccurate high result of "414 and 179mg/dl" compared to feelings/normal results. The patient manages his diabetes with insulin pump therapy and denied making any changes to his usual diabetes management routine as a result of the alleged product issue. The patient stated that "15-20 minutes" after the product issue began he developed the symptoms of "jittery and confused". The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that it was not the first time the meter was being used the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.